Manufacturer narrative:
Additional info: b5: lens was removed and replaced for a same length, different power lens on (B)(6) 2021. Reportedly, "the initial problems with the vault is solved. The refraction is not stable. If stabilized, post-op correction by corneal laser procedure is intended." Claim# (B)(4).

Manufacturer narrative:
B5: lens was removed and replaced for a shorter length, different power lens on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+1.5/121 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.